Manufacturer narrative:
Device remains in use.

Event description:
Per the clinic, the patient experienced reddish skin and pain around around the implant side with device use. The patient was treated with oral antibiotics (dosage and duration not reported).